Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message "loading" during a sensor session. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver logs were downloaded and reviewed and the device displayed the unknown message "loading" during a sensor session was not found. A receiver functional test was performed and passed. An internal visual inspectino was performed and failed due to water damage.

Manufacturer narrative:
(B)(4).